Event description:
A malfunction alarm was reported by the customer, and there was no adverse impact to the customer's blood glucose level. The customer received instructions from technical support to reset the pump, which was successfully done without recurrence of the malfunction code. No additional issues were reported, and the customer was advised to continue using the pump and to call back if any further issues arise.